Event description:
It was reported that the device is oversensing and also experiencing noise while the patient does isometric exercises. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.